Manufacturer narrative:
(B)(4). Data log analysis shows that intermittently the level is reporting "vref regulator range check failure". This will cause a "level : check module" alert when the level is turned on. The log confirms the complaint. Most likely the level module is the issue. The field service representative (fsr) installed a new level module. The unit operated to the manufacturer¿s specifications. The device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical training activity, the level sensor module was observed working intermittently. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported event occurred during field service installation. During laboratory analysis, the product surveillance technician (pst) found that the cause of failure was insufficient solder of pins 3 and 4 on u7 of the module's application board.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.